Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked reservoir tube lip, a cracked reservoir tube and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer that their insulin pump was alarming button error. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped, but there was some moisture on the surface of the device. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 350 mg/dl at time of reporting. Nothing further reported.